Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed an infection. Additional information was received that the patient developed an infection at the ipg and lead site. Symptoms of redness and itching was noted. All components were explanted and the patient was placed on antibiotics.

Event description:
It was reported that the patient developed an infection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.